Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. It was observed that a broken eiii needle was jammed inside the device. It was reported that the user attempted to remove the needle from the gun from the front end of the device. Removal of the needle from the front end of the device is not the intended removal path, and will become jammed inside when this occurs. Therefore, user mishandling can be considered the root cause for this failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep reported that after a rotator cuff procedure, it was observed that a needle broke inside the expressew iii ac+ gun device. During in-house engineering evaluation, it was determined that a needle was jammed inside the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.